Manufacturer narrative:
A steris service technician inspected the system 1e processor and found the diagnostic cycle faulted for "uv lamp below 14.5ma." The technician replaced the uv power supply, ran a diagnostic and sterile cycle, and placed the processor back into service. The operator manual pp (1-2) states: "caution: never use sterilant for the diagnostic cycle", and "caution: appropriate personal protective equipment (ppe) is required when handling or disposing of partially filled, leaking, damaged, or expired containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." Steris has scheduled in-service training for (B)(4), 2012.

Event description:
The user facility reported that an employee noticed that there was s40 sterilant loaded in the processing tray and removed the sterilant as the system 1e processor did not pass its diagnostic cycle. Upon removal, sterilant splashed on the employees arm causing a chemical burn; the employee was not wearing ppe. The employee self applied bacitracin ointment and then went to employee health where a gauze bandage was applied. The employee did not miss any time from work and has no sustaining injuries.